Event description:
A pt reported blood glucose results of 192 mg/dl, 222 mg/dl, 204 mg/dl with a lifescan meter and 274 mg/dl on a lab device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Meter and test strips were replaced.